Event description:
Caller states the patient tested 7.7 inr on the coaguchek s system and 4.8 inr on a comparison lab. Warfarin was held for 3 days based on lab results. No adverse event reported. Requested return of suspect system and replacement was sent.